Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke while the physician pulled the fiber out of the scope at 31,000 joules. The fiber tip was cleaned during the procedure. Also, it was reported that the fiber tip was not retrieved. The device was not returned for eval.